Event description:
Chronic fatigue, cognitive dysfunction (brain fog, difficulty concentrating, memory loss) muscle pain and weakness, joint pain hair loss, dry skin and hair premature, aging, weight problems, inflammation, poor sleep and insomnia, dry eyes, decline in vision, vision disturbances, low libido, slow healing of cuts and scrapes, easy bruising, throat clearing, cough, difficulty swallowing, choking, reflux, metallic tastes, gastrointestinal and digestive issues, fevers, night sweats, intolerant to heat/cold, new and persistent bacterial and viral infections, slow clearing of common colds and flues, fungal infections, yeast infections, candida, sinus infections, ear ringing, sudden food intolerance, and allergies, headaches, slow muscle recovery after activity, heart palpitations, changes in normal heart rate or heart pain, sore and aching joints of shoulders, hips, backbone, hands and feet swollen and tender lymph nodes in breast area, underarm, throat, neck, groin bouts of dehydration for no reason, frequent urination, numbness/tingling sensations in upper and lower limbs, cold and discolored limbs, hands and feet general chest discomfort, shortness of breath, pain and or burning sensation around implant, and or underarm cramping, toxic shock symptoms, anxiety, depression and panic attacks.